Event description:
(B)(4) the hardware that attaches the back cane to the chair has come free on the patient left side.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.